Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient had noise on both leads. Patient presented to hospital with syncope. Both leads were explanted and replaced. Patient is stable.

Manufacturer narrative:
Insulation degradation was noted at 4.4cm from the connector pin, consistent with the field observation of noise.